Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after stapling twice, the staples stopped bending. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1500670 was manufactured on 10/05/2015 a total of (B)(4) pieces. Lot was released on 10/08/2015. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination revealed that the staples are misaligned. The stapler was returned with 23 staples left in the cartridge indicating that 12 staples have been fired by the end user. No defects or anomalies were observed. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger was engaged, however the staple would not load into the forming tool. The misalignment of the staples in the cartridge is preventing the staples from moving down the track and into the forming tool. No staples will fire. The stapler was disassembled and it was confirmed to be assembled correctly. The misaligned staples could not be... Other remarks: corrected. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of staples not bending was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staplers to misalign. However, the stapler was returned with 23 of the 35 staples left in the cartridge indicating that the stapler was fired 12 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event: after stapling twice, the staples stopped bending. The patient's condition was reported as fine.